Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to charge and needed to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was returned.

Manufacturer narrative:
Sc-1132 (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was difficult to charge and needed to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was returned.